Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperable open button on channel a. It is unknown when or in which care area this event occurred. During product evaluation, baxter personnel confirmed this condition and found this event may have caused an interruption of delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.48.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperable open button on channel a was confirmed in the pump's event history. This condition was caused by corrosion in the keypad due to fluid ingress. The keypad was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.